Event description:
A representative reported a volume discrepancy. The expected residual volume (erv) exceeded the actual residual volume (arv), 2 ml to 0 ml. The cause of the discrepancy was not specified. The refill interval was normally five weeks. In the past three months the refill interval came down to four weeks. It seemed the pump delivered more than in the past or ¿loses drug somewhere¿. The action required as a result was a pump replacement. The medication infused was morphine. The patient¿s status at the time of the report was alive with no injury. The pump was replaced on an approximated date of (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Additional follow-up indicated that the patient was receiving effective therapy after pump replacement. In regards to diagnostic or troubleshooting with the catheter it was stated that none were performed.

Manufacturer narrative:
As received, the pump¿s outer shield was covered in white residue. Close inspection of the septum showed punctures at the juncture of the septum and metal ring. Punctures in this area were not conclusive evidence that a septum leak occurred; only that the potential for a septum leak existed. The septum was tested by inserting a needle at the edge of the reservoir fill port and deflected off the chamber area. No septum leak occurred. During testing, the septum was also monitored for leakage and none was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.